Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent an initial knee replacement procedure .subsequently the surgeon reported that an incorrect oxford bearing was implanted.

Manufacturer narrative:
(B)(4). The reported product remains implanted, therefore investigation was limited to the document review. A review of the manufacturing history records confirms no abnormalities or deviations that could be related to the reported event. A review of the complaint database has found no similar complaints reported with this part / lot combination. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient underwent an initial knee replacement procedure. Subsequently the surgeon reported that an incorrect oxford bearing was implanted. Right medial meniscal bearing was implanted into a left medial knee. The patient is under observation, no revision planned to date.